Event description:
The patient experienced loss of therapeutic effect. The patient had had a return of her bladder symptoms, but patient did thought she was getting some benefit. The patient had a cardioversion done about a week ago and had return of some her bladder symptoms after cardioversion. The caller and patient were unsure if neurostimulator (ins) was shut off for cardioversion. The patient was getting benefit prior to cardioversion. Since cardioversion, patient was dripping and 2-3x/day she will leak. Checked ins and it was off and at 0.0v. The patient noted that when she was programmed last, she was programmed up until she could felt stimulation in her toe and into her vagina, but states she usually did not feel her stimulation. Caregiver increased stimulation to 2.6 on program 3 and then patient was feeling in her buttock. Additional information received later on 2015-03-12 indicated that patient did not have concerns with their device or therapy. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0pm64, implanted: (B)(6) 2014, product type: lead. (B)(4).